Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #:16647623, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient's leads developed high impedances following a previous revision surgery (MFR report #: 3006630150-2014-02028). The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient's leads developed high impedances following a previous revision surgery (MFR report #: 3006630150-2014-02028). The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the physician did not feel that there were any exposed cables. Analysis of lead sc-2316-70 s/n (B)(4) confirmed the complaint. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 26 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Analysis of clik anchor sc-4316 revealed it to be intact and no parts of it were missing.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient's leads developed high impedances following a previous revision surgery (MFR report #: 3006630150-2014-02028). The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the physician assumes that lead fracture seems likely.